Manufacturer narrative:
(B)(4).

Event description:
According to the reporter they have a short study. They were only able to upload 4 hours of a 24 hour study. There was no harm to the patient, and a repeat procedure will be performed. The device is not expected to be returned for investigation.